Event description:
Received call from biomed stating report of an over-infusion of heparin on a patient. Patient was transferred to the ICU for monitoring. By 3 pm the same day, the patient's clotting times were normal and patient was restarted on the heparin infusion. Hospital sequestered the device and tubing for investigation and tubing was sent to alaris.